Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3 777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported that 7 days prior to report the patient hurt their back and they wanted to adjust the stimulation to their left side. It was reported that prior to their back injury they were able to feel stimulation on their left side but now they can barely feel it. It was reported the patient now feels the stimulation on their right side more than the left.